Manufacturer narrative:
Additional information was received indicating that there was an error in reporting of the registration of this annuloplasty ring. It was implanted in the tricuspid position, and the bioprosthetic valve that was reported to have replaced the annuloplasty ring was actually implanted in the mitral position. There was no product problem or adverse event. The devices remain implanted.

Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced with a bioprosthetic valve. No failure mechanism and no further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.